Manufacturer narrative:
Inflation testing of the returned device confirmed the inflation line tubing collapsed and the cuff would not inflate. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, it was difficult to apply air to the cuff. The customer reported that there was no patient involvement.